Event description:
At first follow-up, inadequate thresholds, low impedance and inadequate sensing were observed due to lead dislodgement. During repositioning, the physician found it difficult to manipulate lead because of tight venous access point and also concerns with low impedance. And as such, the lead was explanted.